Event description:
Health professional reports: protime system inr results above the reportable range (> 10) retest results at local labs within the therapeutic range of 2-3. No report of adverse event, serious injury, or intervention. This event occurred in a foreign country.

Manufacturer narrative:
(B)(4). MFR eval of complaint is pending product return from the user facility.